Event description:
Information received from the field notes that the pacemaker dependent patient was seen for a routine follow-up. The patient was not symptomatic. Interrogation of the device revealed back-up operation. Several attempts to perform a software download were unsuccessful. Therefore, the device was replaced.